Event description:
It was reported that customer experienced a cgm error message while using sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and cgm error did not reoccur; customer then successfully started new sensor session.